Event description:
During evaluation of a returned homechoice automated pd set with cassette, the sheeting of the cassette was noted to be punctured, leading to a leak. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection, leak testing, clear passage testing, clamp function testing, and simulated use testing were performed. Visual inspection and leak testing revealed a hole/puncture in the cassette sheeting from which the leak occurred. The cause of the leak was the hole/puncture in the cassette but the cause of the puncture was not determined. Should additional relevant information become available, a supplemental report will be submitted.